Manufacturer narrative:
Section d10: corkscrew device. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during a direct anterior total hip replacement using a hana table the surgeon fell backwards onto the floor of the or while using hip our instruments. The surgeon drove the corkscrew into the femoral head then switched to the t-handle to remove the femoral head. During the aggressive removal process, the t-hanlde disconnected from the corkscrew and the surgeon fell backward in the or onto the floor. Rep informed that the surgeon was not hurt but he came close.